Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 1.5mg/day via an implantable pump. It was reported that the patient presented to the healthcare provider¿s with an infection at the incision site. The healthcare provider treated the patient with 2 rounds of antibiotics. The patient¿s wound had dehisced at their last follow up and the explant was scheduled. The environmental, external or patient factors that may have led or contributed to the issue was the patient reported a pump refill 3 weeks post op. This was on the same day their staples were removed. On (B)(6)2022. No diagnostics or troubleshooting was performed. The patient developed post surgical infection at the pump pocket site. The patient¿s infusion system was explanted. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.